Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. No cosmetic damage noted.

Event description:
It was reported that the customer receiving a no delivery alarm on the insulin pump. The customer's blood glucose was over 600 mg/dl. The customer stated that her blood glucose the night prior was 35 mg/dl. The customer treated herself with manual injections. Troubleshooting was done. The customer expressed feeling very thirsty as a symptom of her high blood glucose. The customer ran a manual prime and stated that insulin did exit the tubing. The customer's insulin pump failed the high pressure twice. The customer stated that the cannula was neither bent nor occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised that a replacement insulin pump would be sent due to customer using small sized reservoirs. Nothing further reported.